Event description:
According to the initial reporter, the filter deployed incorrectly (tilted) above the renal veins. Retrieval was attempted but the filter could not be retrieved as the hook was against the wall. A second retrieval attempt was made the following day but also unsuccessful. The plan of action is to have the patient transfer to another facility for surgical removal.